Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave®, luer check valve that the customer reported does not allow fluid to flow, although the extension is connected and unclamped, when the infusion pump is on (during infusion but prior to patient use). It appeared as there is too much glue at the level of the clave¿s valves of the ¿tree¿. The pump aspirates the liquid from below the ¿tree¿ which creates a large air bubble up to the pump. It was reported that the problem concerning different lot numbers and comes up frequently; at least once a day for one month. The nurses are using the same devices (same references) for several months and have never had an issue. There was no serious injury or blood loss. There was an unprotected chemotherapy exposure, a delay in therapy and negative consequences on the operator. There was no need for medical intervention, the device was not replaced and no further problems were encountered. There was patient involvement, however, there were no adverse event or human harm.